Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During the procedure, a blood leak was noted from the hemostasis valve when inserted into the patient. The procedure was completed without replacing the introducer with no adverse consequences to the patient.